Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID:2134265-2016-03871 and 2134265-2016-03873. (B)(6) clinical study. It was reported that the patient died. In (B)(6) 2011, the patient presented with stable angina and was referred for cardiac catheterization. The target lesion was a chronic totally occluded lesion located in the mid left anterior descending (lad) artery and was 52 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of 3.00 mm x 16 mm promus element, 3.50 mm x 24 mm promus element and 3.50 mm x 12 mm promus element stents. Residual stenosis was 0% and post dilatation was not performed. Two days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient died.